Event description:
At roughly 10:30am today (B)(6) 2018 at (B)(6) under dr (B)(6) at (B)(6), I believe I encountered a malfunctioning x-ray machine or malfunctioning electrical connections to the machine. I was having x-ray to my neck and lower jaw done. I have had an x-ray done may times before, so I was curious at first to why I didn't hear the "telltell" 2 second "buzz".' All I could hear was the woman behind the wall flipping a switch. Maybe this machine is different, I thought. But then, it turned on. It was buzzing. The same sound I've always heard during a dental or foot x-ray. Except that sound never turned off after a couple seconds. It went on for 10 seconds, and it continued to be on as the lady came out and collected the back plate behind me. I possibly had about 45-50 seconds of radiation on my jaw before she physically asked me to move, and she was likely exposed to the radiation as well. She was different chiropractor than I usually have, and the office staff said my usual chiropractor had a medical issue and would not be returning to work. They seemed very grim. I did not ask if dr (B)(6) had cancer but in hindsight if she does, this malfunctioning machine or malfunctioning off switch may be why. As for me, I just pray to god I'm wrong and okay. I have three small children to raise. Please god, let me be wrong. But if I am right, please let those office ladies discover the problem before they are exposed every single day for years. Thank you.